Event description:
The procedure was completed using a similar device.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected fields: b5, d10, h6 - component code "427 - circuit board" does not apply to this event. Additional information added to field h3 and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's reportable malfunction was not reproduced. Based on the results of the investigation, the cause of the suggested event could not be specified. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, the high flow insufflation unit had a pressure sensor alarm. The issue occurred, during preparation for use. In an unspecified diagnostic procedure. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.